Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited high capture threshold and was not sensing. It was discovered that the lv lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.